Event description:
The patient was a (B)(6) female. The target lesion was the internal carotid artery. There was moderate calcification and vessel tortuosity, the rate of stenosis was 90%. When the angioguard rx (5mm basket, medium support) was docked into the deployment sheath tip, the filter basket and the sheath were noticed to be uneven (bumpy). The angioguard was inserted in the vessel and angiography was conducted but the bump was observed to be different from usual. Therefore, the angioguard was removed and exchanged to another new product (details unk). The procedure was completed without any other issues. There was no adverse event and the patient is in stable condition.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
The target lesion was the internal carotid artery with moderate calcification and vessel tortuosity and a stenosis of 90%. When the angioguard rx was docked into the deployment sheath tip, the filter basket and the sheath were noticed to be uneven (bumpy). The angioguard was inserted in the vessel and angiography was conducted but the bump was observed to be different from usual. Therefore, the angioguard was removed and exchanged to another new product. The procedure was completed without any other issues. There was no adverse event and the patient is in stable condition. (B)(4). Based on the lack of information and the inability to assign or determine root cause no corrective actions will be taken at this time. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, procedural factors may have contributed to the reported event.